Event description:
It was reported that during setup for a surgical procedure at the user facility, the irrigation wheel was not working. A lack of irrigation in the device is known to cause overheating. The user facility reported that there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Follow up being submitted for investigation results and additional information.

Event description:
It was reported that during setup for a surgical procedure at the user facility, the irrigation wheel was not working. A lack of irrigation in the device is known to cause overheating. The user facility reported that there was no patient involvement, no delay, no medical intervention, and no adverse consequences.